Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of user facility that during insertion of the spinal needle for administration of spinal anesthesia, the needle broke. The clinician then proceeded with general anesthesia for the procedure. On (B)(6) 2016, patient was transported to another hospital for removal of needle fragment; the hospital's neurosurgery department removed the needle fragment. No permanent adverse effects to patient reported.

Manufacturer narrative:
Two portex® pencil point spinal needle sets were returned for evaluation. The customer reported that one device contributed to one reported event. The customer returned two devices for evaluation. It could not be determined which device was associated with the reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The devices were not returned in their original packaging. Visual inspection found that the first device had its outer needle broken at around 50mm from the needle hub, and the needle tubing was bent at the connection with the needle hub. The second device was bent at the connection with the needle hub and the needle tip was crushed. A review of the manufacturing record of the given lot did not yield any specific issues. A review of retained device samples from the same lot did not yield any abnormality that showed needle breakage or needle tip damage. The retained sample devices were tested for penetration force, stiffness, resistance to breakage, elasticity, and bending strength and all results were confirmed to satisfy the requirement of each test. A retained sample device was tested for reproducibility by bending and it was noted that the shape of the broken section resembled the breakage observed in the returned devices. Due to a lack of information about the actual operation of the device, the root cause of the defect was unable to be determined. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed qa inspection prior to shipment. (B)(4).